Event description:
It was reported that the customer had a blank display on the insulin pump. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in. The displacement, basic occlusion, occlusion, prime, and excessive no delivery alarm test could not be performed and no battery test alarm could be verified due to the blank display. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.